Manufacturer narrative:
(B)(4). Investigation results: one flexiva 550 laser fiber was returned in one continuous piece with the tip detached. The fiber measured approximately 280.2 cm from the top of the connector to the break. Exposed glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fracture, likely as a result of handling during the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. The condition of the returned device confirms the fiber tip was detached. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 550 laser fiber used in a cystoscopy with cystolitholapaxy procedure in the bladder performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. The procedure was not completed and it was rescheduled. It was unknown if the detached tip was retrieved inside the bladder. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was fine after the procedure.